Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that the patient had an abscess at an old infusion site, which had to be surgically opened in the hospital and treated with intravenous and oral antibiotics. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.